Event description:
It was reported an ¿anomaly¿ was found with the patient¿s lead and extension during the implant procedure. It was stated that high impedances were found that resulted in the explant and replacement of the lead and extension. It was noted there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report. Additional information reported the patient was receiving effective therapy eight days after initial report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Device analysis: analysis of the lead found ¿the #0 and 3 conductors were broken 17.5 cm from the distal end.¿ it was noted the lead was broken at the anchor site. Functional testing of the lead found the ¿continuity acceptable¿ with ¿no shorts between circuits.¿ analysis of the extension found the functional continuity was ¿acceptable¿ and there were ¿no shorts between circuits.¿ it was noted the conductors were ¿ok¿ and the outer insulation was ¿intact.¿ it was stated ¿no anomaly¿ was found with the extension. Analysis of the anchor found ¿no significant anomaly.¿ it was noted the anchor had been ¿cut.¿

Manufacturer narrative:
Concomitant medical products: product ID 37081-40, serial# (B)(4), product type extension, product ID 3777, product type lead. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The lead analysis results were corrected to indicate that functional testing found ¿open circuit(s)¿ instead of ¿no shorts between circuits¿ as was originally reported.

Event description:
Additional information stated "the high impedances occurred during the initial implant of the lead and extension." It was noted the high impedances occurred during a "stimulating test." It was reported that after the extension and lead were replaced, the "high impedances were resolved."